Manufacturer narrative:
Samples received: none. Analysis and results: the batch number involved in this complaint is not known, nevertheless, the last shipment of this product was in december 2014 and the two batches supplied were (B)(4), it is assumed that the problem occurred with one of the two batches. There are no previous complaints of any of the two batches. The (B)(4) units of batch (B)(4) units of batch (B)(4) were manufactured and distributed in the market, there are no units in stock. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: malaysia. Needle detached during surgery.